Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not advance when the surgeon entered the application site. The trocar tip lacerated the liver and the surgeon observed minor bleeding. The surgeon used another instrument to complete the procedure. The hospital has reported the pt's condition as satisfactory.